Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the centrifugal control unit (ccu) display assembly and display to pump board cable to lab use only (luo) testing equipment. The pst powered on the ccu and ran it for 24 hours with no observation of any failures. It was determined that the ccu display assembly and cable operated as intended. Per data log review: on 08nov2022 the centrifugal pump was used in a case. Everything looked normal until 12:06:12 pm when the centrifugal arterial pump was stopped. The pump was still functional and was started and stopped a few times, but it is possible the display was off. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) display turned off. The pump did not stop and the local controls on the central control monitor (ccm) were used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the end user reported that there was an issue with the ccu during cpb. During cpb, the centrifugal pump controller screen suddenly went blank. When this happened, the functionality of the pump and safety connections were not lost. The ccm was used to control the flow. As a result, there was no delay to the procedure, and the case finished without incident. After the case was finished, the end user turned the heart lung machine (hlm) off and then back on which appeared to correct the issue with the ccu.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Mechanical, electrical and visual testing was performed. The fsr replaced the ccu display and display to pump board cable. The unit operated to the manufacturer's specifications.